Manufacturer narrative:
(B)(4). Batch # r58f0p. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with two reloads present. One 6r45b and one tr45w. The cartridge (b) was returned partially fired 1/4 and with the reload lock out spring damaged. The cartridge (c) was returned partially fired 1/2 and with the reload lock out spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Reload b: 6r45b, r5a027, partially fired 1/4, lockout damaged, reload c: tr45w, p5773l, partially fired 1/2, lockout normal. A manufacturing record evaluation was performed for the finished device batch number r58f0p, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy, the instrument did not trigger with blue or white magazine. It was loaded twice but has not been stapled or cut. No consequences for the patient.